Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall. Thereafter, the patient was unable to experience effective stimulation. Troubleshooting was attempted but the external devices were unable to communicate with the ipg. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019.

Event description:
Additional information received that patient¿s therapy was restored post operatively.